Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed low shock impedance measurements, noise, oversensing and pacing inhibition. Loss of capture (loc) and sensing issues were also reported. A chest x-ray was performed where it was noted that the lead had dislodged and was coiled up under the can. It was suspected that the lead had been twiddled out. The patient was seen for a revision procedure where the lead was successfully repositioned. There were no additional adverse patient effects reported.